Event description:
It was reported that customer experienced air bubbles and gaps about an inch long in infusion set tubing between t:lock and patient during pumping earlier in day. There was no adverse impact to the customer¿s blood glucose level. Customer cleared bubbles by performing tubing fill and sometimes changing infusion set, and technical support educated customer that disconnecting at t:lock could introduce air into line, which customer acknowledged and understood, with no ongoing issue at time of call.